Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator doesn't work anymore. Patient stated the battery is good and they has charged the controller but the stimulation is off and they can't get it turned back on. Agent walked patient through turning the stimulation on. Patient was on group c and tried to increase the stimulation but got settings not available message. The same issue occurred on group b as well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they were reprogrammed a couple months ago. Additional information was received from a patient (pt). It was reported that they met with the manufacturer representative (rep) and 3 leads were not working an reprogrammed. The patient stated that the issue has not been resolved. Something happened the following week. They were reprogrammed after.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial#(B)(6) implanted: explanted: product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product: 97715, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product: 39565-65, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductors were broken; 7.3 cm from the distal end of the lead. Analysis also identified that there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.